Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed of a malfunction that occurred while operating the artis zee ceiling system. During a patient procedure, grid lines that looked like statics were visible on the clinical images. Additional information was provided that the patient had to be moved to a different medical facility, and the procedure was completed by using an alternative monitoring system. We have no indications of any adverse effects on the health status of the involved patient.